Event description:
The endo tech set the hemospray down to help the physician and silver metal cannister popped out and shot across the room. Luckily it did not hit staff or cause any damage. The tech stated that she tightened the red cannister where the co2 is housed and set it down to assist the physician, this is when the co2 canister shot out.